Event description:
The complainant reported that an enteral feeding device, one step button kit, was placed successfully in 2006. Five days later, the physician reported that, the pt had developed peritonitis possibly due to the tip of the "pean" forceps reaching into the stomach during the procedure, thereby causing the fistula opening's inner diameter at the stomach site, to become bigger than the catheter dimension. A surgical procedure was performed on octomber 11th to treat the peritonitis and to remove the feeding device. The pt is in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event.